Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited no visible image on the lcd screen monitor without an error message. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: due to abnormality occurred in the circuit inside the plug unit, and the subject device and video system center could not communicate normally olympus will continue to monitor the field performance of this device.